Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump had buttons were not respond on the first try and they need to press buttons several time to insulin pump respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the numbers were not ramping on their own. The insulin pump will not be returned for analysis.